Event description:
The patient underwent therapeutic thrombolysis via a contra lateral aaproach.after 72 hours,the introducer was removed from the patient and the angio-seal was successfully deployed with hemostasis achieved.a few days later,the patient had problems when walking and pain,even when resting.the patient returned to the hospital; on occlusion was diagnosed in the common femoral artery.the patient underwent surgical exploration and revascularization.when the physician reached the common femoral artery,a suture was present coming out of the previous puncture site.when the artery was opened, the angio-seal anchor and suture were reportedly removed from inside the common femoral artery.the surgeon stated the anchor was folded in an antegrade position and remained attached to the suture. Reportedly,blood flow was obstructed by the anchor. Additional thrombus was removed;the collected material and angio-seal was collected and sent histopathology.the surgery was successful and the patient will be controlled again in a month.